Manufacturer narrative:
Medical images were provided to the manufacturer for review. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the lifestream balloon expandable vascular covered stent products that are cleared in the us. The 510 k number and pro code for the lifestream balloon expandable vascular covered stent products are identified. (Expiry date 05/2021).

Event description:
It was reported that during a stent graft deployment procedure in a calcified and tortuous left renal artery for an endovascular exclusion for an infrarenal aortic aneurysm with a short and angulated neck, air was allegedly not evacuated before inserting the stent and the balloon expandable vascular covered stent allegedly dislodged from the delivery system upon advancement. Therefore, the healthcare provider utilized an extraction system for foreign bodies in an attempt to retrieve the dislodged stent graft. However, after several attempts, the stent graft allegedly migrated to the left iliac artery. An atherectomy was performed to retrieve the dislodged and migrated stent graft and another endoprosthesis anchoring treatment was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a stent graft deployment procedure in a calcified and tortuous left renal artery for an endovascular exclusion for an infrarenal aortic aneurysm with a short and angulated neck, air was allegedly not evacuated before inserting the stent and the balloon expandable vascular covered stent allegedly dislodged from the delivery system upon advancement. Therefore, the healthcare provider utilized an extraction system for foreign bodies in an attempt to retrieve the dislodged stent graft. However, after several attempts, the stent graft allegedly migrated to the left iliac artery. An atherectomy was performed to retrieve the dislodged and migrated stent graft and another endoprosthesis anchoring treatment was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the investigation of the returned device is confirmed for the stent dislodgment failure mode reported. There was no stent present on the returned device. The balloon had not been inflated. The definitive root cause for the reported stent dislodgment could not be determined based upon available information. The event description states that the lifestream device was being used in a stent graft deployment procedure in a calcified and tortuous left renal artery for an endovascular exclusion for an infrarenal aortic aneurysm. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. User error / procedural techniques may have been contributing factors. Air evacuation was not performed during the device preparation. Air evacuation is directed in the IFU section m directions for use. Three images from the procedure were sent medical image review. The findings from the images review were unable to make a determination to the reported event the manufacturing documentation was reviewed and shows no anomalies with the manufacture of this lot to suggest a product issue. It is unknown if the patient factors (calcified and tortuous left renal artery) were factors in the reported issue. Labeling review: the IFU for the lifestream product was reviewed for information relevant to the reported event: the event description states that the lifestream device was being used in a stent graft deployment procedure in the left renal artery for an endovascular exclusion for an infrarenal aortic aneurysm . This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. (Expiry date 05/2021). (Patient, method 1, results 1, conclusion 1).